Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# va1fn58, implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: lead. Product ID: 3889-28, lot# va1fn58, implanted: (B)(6)2017, explanted: (B)(6) 2017, product type: lead.

Event description:
Information was received from a consumer via a manufacturer's representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for bowel dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient was having upper abdominal pain when the device was turned up and when the device was turned down, they lost control of their bowels-symptoms returned. No report of any environmental or external factors that may have led or contributed to the issue. It was stated that patient had a revision on (B)(6) 2017 due to a fractured lead and three weeks later on (B)(6) 2017, patient reported abdominal pain. Patient was instructed by the physician to turn their stimulation off in which case patient reported that symptoms resolved. It was noted that patient was seen by the physician where impedance and battery checked fine, and programs were changed. On (B)(6) 2017 , patient was again seen by the physician and rep and was put on configuration 4 with a decreased pulse width-150/11 and changed to fine resolution. It was noted that patient would follow up with the doctor. It was noted the issue was not resolved at the time of the report. No further patient complications were reported as a result of this event. The manufacturing representative reported that the patient reported that when they increased their stimulation up, they experienced abdominal area pain, when they would decrease the stimulation the abdominal area pain would go away.  However, when the stimulation was turned down, their bowel symptoms returned. The physician was made aware of the issue, they would be following up with the patient on (B)(6) 2017. The patient was having interstim revision (B)(6)2017 as per their physician and the patient. Tined lead was explanted on (B)(6) 2017 and want to send it to appropriate location.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the lead model 3093-28 lot # va1fn58 showed no significant anomalies. The distal end of the lead was stretched. Electrical testing determined the continuity was complete and there was no electrical shorts seen between circuits. The outer insulation of the lead was broken/torn under an electrode. If information is provided in the future, a supplemental report will be issued.